Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to inadequate stimulation. Additionally, it was reported charging difficulties with the implantable pulse generator (ipg). The patient is doing great post operatively. The location of the device is currently unknown.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to inadequate stimulation. Additionally, it was reported charging difficulties with the implantable pulse generator (ipg). The patient is doing great post operatively. The location of the device is currently unknown. Additional information was received informing the explanted implantable pulse generator (ipg) will not be return as it was discarded per facility policy.